Event description:
A customer reported she received the following readings on her blood glucose meter within 10 minutes: 170 mg/dl, 121 mg/dl, 375 mg/dl, 385 mg/dl and 224 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.